Event description:
The patient reported the stimulation was either being turned down or off to resolve the stimulation increasing. It was noted the patient had not notified their managing physician concerning the issue. The stimulation was still ramping up on its own (not every day). The patient learned to adjust it down as necessary, or turn it off. The indication for therapy was spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had uncomfortable stimulation/overstimulation. The patient stated that the stimulation was increasing by itself and the patient programmer (pp) showed that the stimulation was on. The pp also verified that the stimulation was increasing on its own. The patient had the ability to change the stimulation. The patient decreased the stimulation but it was continuing to increase on its own. Trying to increase or decrease stimulation if medically appropriate did not resolve the reported issue. The patient stated that he had decreased stimulation to 80 and 60 but it continued to increase while he was walking. Trying another group did not resolve the reported issue. The patient stated that he had changed program and on program a and c the stimulation was increase on its own. It was reviewed that when changing the setting of a group while in adaptive stim (as) would need to be in a position, make the change, and remain in the position for 3 minutes for the change to stick to the program. The patient had never done that before and stated that he knew what he was doing and felt that there was something wrong with the implantable neurostimulator (ins) because this never happened before. One time while the patient was driving, the stimulation increased on its own. This also happened on the same day while the patient was laying down and stated that this never happened before. The patient also had an increase in stimulation while walking. While walking the patient set stimulation at 60 or 80, then walked two blocks, and the stimulation was up to 190. The patient verified it with the programmer and stated that this never happened before. The patient did not have any type of cycling stimulation programmed and did have as turned on. The patient will meet with the healthcare provider (hcp) to discuss the issue in 4 months. The device was turned off and the manufacturer was contacted in order to resolve the issue of stimulation increasing on its own. The issues that led to the stimulation increasing on its own was laying still in bed, sitting in the car driving down the road, and standing then walking. This was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the adaptive stimulation changing in intensity was still occurring. The patient noted that a couple of years prior to the report their rep turned adaptive stimulation off, but later they wanted it back on and now the same issue is recurring. Follow-up was conducted with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that their didn't seem to be any pattern in the stim changing, and that it occurred while they were walking, standing, and laying down. The patient used the programmer to lower the settings when the stim changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator was turning itself on at a very high level all by itself starting in (B)(6) 2018 about a week prior to the report. It has woken him up twice during the night. It has happened when walking and driving, and it could cause an issue and sometimes a bother. The patient said that it should not happen. Adaptivestim was confirmed to be turned on. The patient reported that it was not related to the adaptivestim because he used it all during the day and he notices that this happens when he runs it up fairly high and then turns it off. When he does this, it makes the back pain kind of disappear. The other night, he was asleep and it abruptly woke him up (boom!) Twice during the same night. He had to find the patient programmer and shut if off, ran it down to zero, because it was quite high, and it woke him from a sound sleep. The patient said it was shut off altogether when he went to sleep. The patient later noted that he was assuming that it was off, it was really low, or it was off. Sometimes when he shuts it off, it comes back on, and it is at a really low setting. This has happened during driving. The patient has gone into to talk to the health care provider and manufacturer representative and their suggestions were to turn adaptivestim off and it is a big deal to turn adaptivestim off. The patient said that it was true, it did not happen when adaptivestim was turned off. He had it off for quite some time, and the adaptivestim is actually a huge help. Once in a while it comes on all by itself and is sometimes a bother. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient claimed that the implantable neurostimulator will turn itself on, on its own. They will see the off symbol on the patient programmer and the device will turn itself on and it is confirmed to be on using the patient programmer. This has occurred about 10 times over the past two years. There is no noticeable pattern to when, where, or why it occurs. The patient does use adaptive stimulation, though the manufacturer representative doesn¿t believe that the issue is related to use or programming of the adaptive stim. It was reviewed that the patient should keep a log of when he believes that this issue occurs. An impedance test was run and everything looked reasonable. There were no further complications reported.